Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. Customer declined to complete troubleshooting and reportedly, reverted to using an alternate method of insulin therapy.